Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted as of this time. A call was placed to technical services on 07/16/2018 stating that this rv lead had an out of range pace impedance. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).